Event description:
The customer reported that approximately midway through a gastrectomy, the device failed to provide consistent seals. At one point, an end tone, indicating a completed seal cycle, was heard but oozing occurred. The ligasure generator in use was showing an error code. Another non-ligasure device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.